Event description:
It was reported that the patient experienced pain at the spinal cord stimulator (scs) implantable pulse generator (ipg) pocket site. Reprogramming was attempted, but was not successful at resolving the issue. Per the patients request, the patient underwent a revision procedure due to the ipg being placed on the incorrect side and causing the patient discomfort. The ipg was reinserted on the opposite lower flank. No products were replaced. The patient is recovering and doing well.